Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to femoral loosening and implanted with an off-label head.. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had isolated distal thigh pain. Surgeon ordered scan which showed femoral loosening. Pre-op plan was to revise the stem however, intra-op the surgeon could not extract the stem after 3.5 hours. Rep recommended to perform an eto and surgeon declined. Bone graft was used to fill the gaps and a cerclage wire was used on the femur. The surgeon went on to use a same size head although the rep noted this was off-label as the trunnion had been damaged from the attempted extraction. Surgeon decided that it was in the best interest of the patient to do it anyway.